Event description:
It was reported to the MFR that the site's handheld was freezing continually on the interrogation screen. Reseating the flashcard resolved the freezing screen, and the programming system was functioning without issues.